Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system reported receiving an inappropriate shock while traveling in ecuador in april. The patient said they had been seen with a programmer at the time of the event. Now the patient was back home in texas. Interrogation showed a smart pass disabled episode in august and another inappropriate shock in november. Technical services reviewed the device data and episodes and discussed there had been untreated episodes going back three years showing small amplitude r-waves leading to oversensing and some muscle noise. The sense vector had been programmed to primary since implant, with a gain of 1x until the april therapy, where the gain was changed to 2x. Captured s-ECG from this follow up showed a drop in r-wave amplitudes and technical services recommended troubleshooting to see if the change in morphology could be recreated with patient movements or posture changes. It was noted the alternate vector appeared to show the best signal height at 0.6-0.7mv. It was suggested to perform additional patient maneuvers and positional changes in the alternate vector to see if sensing remained appropriate. The local sales representative called back to technical services for steps in reprogramming the device to the alternate vector and to ensure smart pass was re-enabled. No adverse patient effects were reported. The device and electrode remain implanted and in service. It was later reported that the patient had received new inappropriate shock therapy from the s-ICD system even after the device was reprogrammed. Therefore, the s-ICD system was explanted and replaced with a transvenous ICD. The explanted device and electrode were discarded at the facility and will not be returned for analysis. No additional adverse patient effects were reported outside of the inappropriate therapy and the surgical intervention to replace the device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system reported receiving an inappropriate shock while traveling in ecuador in april. The patient said they had been seen with a programmer at the time of the event. Now the patient was back home in texas. Interrogation showed a smart pass disabled episode in august and another inappropriate shock in november. Technical services reviewed the device data and episodes and discussed there had been untreated episodes going back three years showing small amplitude r-waves leading to oversensing and some muscle noise. The sense vector had been programmed to primary since implant, with a gain of 1x until the april therapy, where the gain was changed to 2x. Captured s-ECG from this follow up showed a drop in r-wave amplitudes and technical services recommended troubleshooting to see if the change in morphology could be recreated with patient movements or posture changes. It was noted the alternate vector appeared to show the best signal height at 0.6-0.7mv. It was suggested to perform additional patient maneuvers and positional changes in the alternate vector to see if sensing remained appropriate. The local sales representative called back to technical services for steps in reprogramming the device to the alternate vector and to ensure smart pass was re-enabled. No adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.